Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system by remote service and confirmed the system was not getting boot up properly. After reviewed the lo file the rse confirmed that the malfunction due to failure of color lcd monitor defective. The rse send defective part. After replacement the lcd monitor, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the allura system does not start up properly. The device was not in clinical use. No harm to the patient or user was reported. A philips remote service engineer (rse) spoke with the customer's inhouse biomedical engineer and confirmed the system was not booting properly and a data monitor had also failed. The rse found that the f14 fuse was blown, which controls the flat detector as well as the data monitor¿s power. The rse had the customer replace the f14 fuse as well as the monitor which returned the device to the expected functionality.